Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that for the last three to four months, ok button has been requiring multiple presses to elicit a response. Now all keypad buttons are affected. Patient does not clean the pump. Patient wears pump in pocket.